Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The information has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the alleged removal and replacement of a lap-band port due to a "port leak." The "last two times for fills there was a considerable amount less [fluid] in the band when the patient returned for a check." No diagnostic testing was conducted.